Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the surgeon was inserting the hemosplit into the pt and the top of the dilator came away from the sheath, this nearly went under the skin of the pt into the vessel but luckily the surgeon was able to use some forceps to retract this item.